Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed and the needle did not deploy during the procedure. The procedure was canceled. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Engineer rebooted the system and used his test needle. Cycled initializing arm and fire several times with no issues. Couldn¿t duplicate the issue. The system passed all tests and meets hologic¿s specifications. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.